Event description:
The surgeon inserted an cq2015 three piece collamer lens and the lens during insertion. The reported stated the incident was due to loading error. The lens was removed without enlarging the incision and no sutures were required. Another lens was implanted and there was no patient injury.